Event description:
It was reported that insulation damage was observed on all three positions above the yoke. The physician repaired the lead utilizing medical adhesive. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.